Manufacturer narrative:
Submit date: 07/07/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding unit. The customer reports that the unit fails to alarm. The failure to alarm resulted in the unit failing to alarm for completing the scheduled feed to the patient. The unit fed an additional 500 mls to the patient (1000 mls were originally scheduled). There was no harm to the patient and no required medical intervention.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump ¿ no audible alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.